Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: what was the condition of the eye lid tissue (healthy, weak, diseased) when gut suture used? Healthy. How was the suture placed (interrupted or continuous)? Continuous. Can you describe the appearance of the suture during second procedure? No info. Was the suture knots intact and suture pulled away from tissue? No info. Was the suture found broken on the incision line? Will ask surgeon and call back. What is the surgeon opinion of causative factors for the dehiscence 3 hours post op? Normal event that could happen with suture. What is the current condition of the patient? Female, rubs her eyes after surgery. Customer will contact the surgeon to obtain answer about condition of suture and if it was found broken after the procedure.

Event description:
It was reported that a female patient underwent an eye lid procedure on (B)(6) 2017 and suture was used. Three hours after the procedure, the patient returned. The suture line had separated and the incision had dehisced. The doctor applied two additional suture lines and discharged the patient. It was also reported that the patient rubbed her eyes after the surgery. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: 3. Can you describe the appearance of the suture during second procedure? Unravelled from one end 4. Was the suture knots intact and suture pulled away from tissue? No 5. Was the suture found broken on the incision line? Not broken customer stated the suture was not broken but found unravelled at one end. No other information available attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.